Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a shorted c7 component on the computer/analog pca. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was causing battery faults.